Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a break was identified at the hub to catheter bond; therefore, the device was not used. Reportedly, the catheter was retracted without issue and another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual microscopic inspection: one ultraverse pta catheter without the catheter hub was returned for evaluation. The catheter segment measured approximately 78.4cm in length, indicating that the catheter detached underneath the strain relief. The catheter detachment was examined under magnification and the edges of the detachment were jagged. Sanding marks were noted on the catheter at the point of the detachment. Functional/performance evaluation: functional testing could not be performed due to the catheter detachment. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is confirmed for a catheter detachment. Based upon the available information a definitive root cause has not been determined. Labeling review: the current ultraverse pta catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.